Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported not detecting an open door was verified and reproduced during evaluation when the device was unable to recognize an open door. Evaluation determined that a failed upper latch switch was the component identified for causality. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not detect a open door during device set up. There was no patient involvement associated with this event. No additional information is available.